Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the tr band was leaking from the port where the air was injected (14ml of air). The tr band was noted to be losing air within the first minute or two after inflation. Another tr band was used, and the new band was working. When done with the case the tmm dunked the entire band underwater to see if there was a leak in the balloon. Air was bubbling out of the injection port. The procedure performed was left heart cath. The patient's pre-procedural condition, current medications and relevant medical history was stable. Relevant tests and lab results were stable. Blood loss was less than 250cc. There was no noticeable damage to the device. The device was not manipulated in any way. Product was stored inside the box at room temperature. The patient was stable.